Event description:
A center director reported patient with recurrent corneal abrasion, dry eye, and blurry vision of the right eye at lasik post-operative visit. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).